Event description:
It was reported that every time a lv (left ventricular) threshold measurement was run, the patient experienced vt (ventricular tachy cardia). In every instance, the vt was terminated by a ventricular sensed response. The patient did not experience vt during bi-ventricular or rv (right ventricular) only pacing. Lv capture management was programmed off, the device was set to adaptive bi-ventricular pacing, atp (anti-tachycardia pacing) therapy was to be reprogrammed to bi-ventricular atp, and the patient was to be reviewed with regards to a previous ablation site as it related to the lv lead electrode implant site. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).